Manufacturer narrative:
On an unknown date in (B)(6) 2016, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. On an unreported date in the same month as the onset, the patient began treatment with vancomycin (1 gram/14 days/once in 3 days, route of administration not reported) for peritonitis. The patient was not hospitalized for the event. At the time of this report, the patient had not yet recovered and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The following month after event onset, another culture was performed and the patient was diagnosed again with peritonitis (reported in b7 of the previous submission). The patient was treated with fortaz (1g intraperitoneally, for three days). The patient was not responding to treatment with fortaz therefore the patient was started on augumentin (875g orally twice a day for ten days, ongoing). At the time of this report, the patient had not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.